Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported that there was a tiny blip of noise on this rv lead occasionally. The physician was doing a revision and found the vein to be pretty occluded. The physician tried to reposition the lead but couldn't get the screw back in. Finally the lead was put back in place. The physician decided to monitor the lead for now.